Event description:
A surgeon reports that during intraocular lens implant surgery, a haptic broke and there was a tear in the capsule. It is unknown if the broken haptic related to the tear in the capsule. Additional information has been requested.